Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an kidney/adrenal procedure, the surgeon tried to inflate the balloon, but it did not inflate because it was to stiff, and the balloon seemed to be intact. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the balloon, trocar, cannula obturator, valve seal and doors appeared intact. The insufflation bulb was received. Pmv performed functional testing, the balloon was inflated, no leak was detected. All other components functioned normally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.